Event description:
Pain/ knees became extremely painful [knee pain]. Swelling/ knees extremely swollen [knee swelling]. Affected mobility [mobility decreased]. Case narrative: based on additional information received on 16-oct-2018, this case which was initially non-serious was upgraded to serious (seriousness criteria of intervention required added). Initial information received on 29-aug-2018 from united states regarding an unsolicited valid non-serious case received from patient. This case involves a (B)(6) patient who experienced pain/ knees became extremely painful, swelling/ knees extremely swollen and affected mobility (latency: unknown) after she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient's concurrent condition include hypothyroidism, for which patient is taking levothyroxine sodium (synthroid). On (B)(6) 2017 and (B)(6) 2017, the patient was treated with intra-articular synvisc one injections (dosage unknown) (lot - unknown) for knee pain. On an unknown date of 2017, after unknown latency, patient had debilitating reactions to the product which affected the mobility for months. Patient's knees became extremely swollen and painful, which gradually receded over 1-2 months. Final diagnosis was pain/ knees became extremely painful, swelling/ knees extremely swollen and affected mobility. Action taken: drug withdrawn (stopped) with respect to pain/ knees became extremely painful, swelling/ knees extremely swollen; not applicable for affected mobility. Corrective treatment included cortisone injection for pain/ knees became extremely painful, swelling/ knees extremely swollen. The outcome was reported as recovered / resolved for all the events. A product technical complaint (ptc) was initiated on 04-sep-2018 for 'synvisc one'. Batch number; unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria included intervention required for pain/ knees became extremely painful, swelling/ knees extremely swollen. Additional information received on 04-sep-2018. Gptc number was added and results were updated. Additional information received on 16-oct-2018 from patient. Case became serious as seriousness criteria of intervention required (cortisone injection given as corrective) added. Concomitant medications and concurrent condition added. Patient's demographics added. Clinical course updated and text amended accordingly.

Event description:
Pain/ knees became extremely painful [knee pain] swelling/ knees extremely swollen [knee swelling] affected mobility [mobility decreased] case narrative: based on additional information received on 16-oct-2018, this case which was initially non-serious was upgraded to serious (seriousness criteria of intervention required added). Initial information received on 29-aug-2018 from united states regarding an unsolicited valid non-serious case received from patient. This case involves a 44 year old female patient who experienced pain/ knees became extremely painful, swelling/ knees extremely swollen and affected mobility (latency: unknown) after she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient's concurrent condition include hypothyroidism, for which patient is taking levothyroxine sodium (synthroid). On (B)(6) 2017 and (B)(6) 2017 , the patient was treated with intra-articular synvisc one injections (dosage unknown) (lot - unknown) for knee pain. On an unknown date in 2017, after unknown latency, patient had debilitating reactions to the product which affected the mobility for months. Patient stated that within days after injections in knee, knees became extremely swollen and painful. She was treated with cortisone shots, which were ineffective and ice to alleviate pain. The symptoms gradually receded over 1-2 months. Further, the patient mentioned that she would like to receive further treatment with synvisc injections as she had good results previously and requested information regarding possible effects of taking synthyroid along with synvisc-one. Action taken: drug withdrawn (stopped) with respect to pain/ knees became extremely painful, swelling/ knees extremely swollen; not applicable for affected mobility. Corrective treatment: cortisone injection and ice for pain/ knees became extremely painful, swelling/ knees extremely swollen. The outcome was reported as recovered resolved for all the events. A product technical complaint (ptc) was initiated on (B)(6) 2018 for 'synvisc one'. Batch number; unknown, global ptc number: (B)(4).the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria included intervention required for pain/ knees became extremely painful, swelling/ knees extremely swollen. Additional information received on 04-sep-2018. Gptc number was added and results were updated. Additional information received on 16-oct-2018 from patient. Case became serious as seriousness criteria of intervention required (cortisone injection given as corrective) added. Concomitant medications and concurrent condition added. Patient's demographics added. Clinical course updated and text amended accordingly. Additional information received on 29-nov-2018 from patient. Product start date updated for synthyroid. Corrective treatment along with details pertaining to events of pain and swelling added. Clinical course updated. Text amended accordingly.